Manufacturer narrative:
Based on a revision to the risk analysis for the triton infusion pump, in which the severity rating for free flow was revised, walkmed infusion performed a retrospective review of product complaints for triton infusion pumps. Complaints reassessed as having the potential for severe injury or death are now deemed MDR-reportable. As a result of walkmed's retrospective review, this MDR is being submitted beyond the 30 day time-frame.

Event description:
During walkmed infusion's product evaluation of the pump, the device was found to fail the free flow test. Further product evaluation of the pump attributed the free flow failure to a worn component. The pump was initially returned to walkmed infusion for a report that during testing of the pump the device failed the upstream occlusion test on low settings, gave an alarm within five seconds of clamping tubing above the pump, and also displayed "system error contact technical service". The complainant reported there was no reported patient involvement as this was discovered during testing.